Manufacturer narrative:
Pt's meter was replaced by her supplier and she wasn't sure what happened to the suspect product after dropping it in the toilet. Meter was not returned and could not be evaluated.

Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2010 at 4:30 pm. Pt called pdc stating that her meter said "no testing" but gave her test results. Pdc cc rep told pt that mete was saying "now testing". Pt then mentioned that she received medical attention. Per pt, after consuming various foods throughout the day (pie, cake, tater salad, dressing, corn bread, collard greens, chips, cranberry sauce, honey bun, hot fries and soda), her pdc meter read 180 mg/dl. Pt said she passed out and was told she went into a seizure, so medics were called and she was taken to the ER. Their reading was over 20 mg/dl. Pt was given a IV and medication. She stayed in the hospital for the evening and was later rereleased. Pt said the hosp told her she needed to see her doctor for insulin, and she needed to lower her diet, as it was the cause of the incident. Pt refuses to go on insulin. Pdc did not send replacement. Pt said she dropped her meter in the toilet and had her supplier replace it. She doesn't know where the suspect meter is.